Manufacturer narrative:
H3, h6: the real intelligence tracking camera, part # rob10025, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. No red lights were observed on the camera, it was able to establish a stable connection to the console. Although the reported problem was not confirmed through a visual or functional evaluation, a possible contributing factor may have been that the ethernet connection from the cori console (B)(6) used was not able to properly communicate with the camera. This would have resulted in the two rear communication leds displaying red and the camera being unrecognized by the console. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when plugging the drill, the monitor and tablet went black. Troubleshooting was done by attempting to turn the monitor off and on again, unplugging the tablet, and securing all of the cables in the console; however, the monitor and tablet would not turn back on. Then it was noticed that the camera had two red dots that should have been green. Since the cori system was not able to be used, the procedure was performed, after a non-significant delay, via manual surgical technique. No patient injury was reported due to this issue.